Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. . No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the lead tip measuring 49.5cm was returned for analysis. Internal insulation abrasion was noted at 9.8-10.1cm and 11.0-11.1cm from the distal tip. The etfe coating was intact at these locations. Without return of the entire lead, a complete analysis could not be performed. (B)(6).